Event description:
It was reported that during a gastrectomy procedure, the jaw of the device did not open at the first firing and pinching of the blood vessel occurred. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.